Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose at the time was 168 mg/dl. Customer stated that she was working out and kept the pump in her bra in a sport pouch. Customer took it out and it wasn't wet. Customer mentioned that she swims with her pump but keeps it in the pouch. Customer was advised to remove the pump when doing any water activity. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.